Manufacturer narrative:
(B)(4). Carefusion dispatched a carefusion field service representative to the user facility to evaluate and repair the device. The carefusion field service representative has not completed the evaluation of the device as of september 24, 2015. Once the evaluation and repair of the device has been completed carefusion will submit a follow-up medwatch report.

Event description:
The user facility biomed reported that during use on a patient the device alarmed "circuit occlusion". The patient was removed from the device and placed on another device. There was no report of harm to the patient.

Manufacturer narrative:
Following the submittal of the initial medwatch report on (B)(6) 2015 carefusion noticed that the patient code (B)(4) was incorrect. This follow-up medwatch report is being submitted to provide the correct patient code. (B)(4).

Manufacturer narrative:
This reported issue has been identified to be related to a known issue being addressed through a field correction. Remediation and repair of the suspect device has been completed and no further investigation is required.